Event description:
After the implant procedure was completed, the patient showed signs of a compromised airway. Patient was admitted and was brought into the operating room. Emergency room physician examined the area and confirmed patient had developed a hematoma at the neck incision site. Emergency room physician evacuated the hematoma, found an arterial bleed, and used cautery to stop the bleeding. Emergency room physician also noticed the stimulation cuff was dislodged from the nerve but closed the neck incision with no further intervention taken at this time. Patient was hospitalized for observation and was discharged.